Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with hysteroscopy, dilation and curettage, and novasure endometrial ablation due to stress urinary incontinence. It was reported that after implantation patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia and urinary problems. It was reported that she had additional surgery on (B)(6) 2005 for cystoscopy, hydrodistention of bladder, and biopsy. She underwent another surgery on (B)(6) 2006 for tape release, cystoscopy and urethral debridement due to urethral pain and difficulty voiding. (B)(4) ¿ recurrence; urinary problems.

Manufacturer narrative:
Date sent to the FDA: 06/06/2016. (B)(4). It was reported that following insertion the patient experienced obstruction, milky discharge, granuloma formation, difficulty voiding, interstitial cystitis, pelvic pain, frequency, urgency, dysuria, bladder pain, and hematuria.

Event description:
It was reported that following insertion the patient experienced obstruction, milky discharge, granuloma formation, difficulty voiding, interstitial cystitis, pelvic pain, frequency, urgency, dysuria, bladder pain, and hematuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.